Event description:
I have a philips continuous positive airway pressure machine that has been recalled, and is supposed to be replaced. I followed all the registration protocols, and submitted a new sleep study which was required by philips to obtain a replacement machine. After many requests, and philips telling me on numerous occasions that my machine would be shipped to me within days, it has still not arrived. They are simply lying to me to get me off the phone.